Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified mid right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, wire breakage occurred. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: synergy xd mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 21cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage, with stent struts bunched at the distal end. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available and the product record review conducted. It was reported that shaft break occurred. Returned device analysis confirmed a break in the hypotube. It is likely that resistance was encountered during the attempts to navigate the lesion anatomy (75% stenosed, moderately calcified) which could have resulted in excessive force having been applied to the device, resulting in the shaft break. The unreported kinks noted during device analysis occurred most likely due to post-procedure handling when repackaging the device for return. The unreported stent damage was noted during the returned device analysis. It is most likely that a restriction was met during attempts to deliver the device, and this led to the stent damage.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified mid right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, wire breakage occurred. The procedure was completed with another of same device. There were no patient complications. Patient was stable.